Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the reports were not current, and the data was outdated in version 16 in server. A technical support specialist (tss) performed a database backup, skipped retry attempts, and monitored the synchronization status. When full synchronization failed and the station moved to an unknown state, the tss adjusted the network setting to 100 mbps half duplex. This action restored synchronization, full synchronization completed successfully, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server reports were not current, and the data was outdated in version 16. However, there were no delays or adverse events or injuries reported based on this event.